Event description:
It was reported the 3d9-3v transducer had a puncture in the tip. This was associated with an epiq 7g ultrasound system. The issue was found outside of clinical use, and no patient or user was harmed. The service engineer evaluated the transducer to confirm the reported problem. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.